Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the diameter at the tip of the catheter was a lot thinner than usual which allegedly causes it to collapse when attempting to insert.

Event description:
It was reported that the diameter at the tip of the catheter was a lot thinner than usual which allegedly caused it to collapse when attempting to insert.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted 1 coude intermittent catheter was received. Visual evaluation noted no obvious defects were noted. The catheter's od measured to be 0.1555" which was found to be within specification (0.157" +/- 0.013"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿please contact your physician to determine which product options are best for you, paying close attention to product warnings/precautions and adverse reactions." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.